Event description:
Boston scientific received information that during a routine check of the patient, this right atrial (ra) lead was pacing too fast and was allowing the blood to pour down in the other chamber of the heart and was not pumping. The patient indicated that the health care professional (hcp) made some adjustments and the patient did not feel the same symptoms again. There was no significant information obtained in the field. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.